Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and striped battery cap coins lot.

Event description:
Customer reported via phone call that their insulin pump was cracked. Customer states that their blood glucose reading is 131 mg/dl. The insulin pump will be replaced.